Event description:
It was reported that, when the surgeon looked at chest x-ray, the two extensions looked very different, to the point where it was hard to see if one was connected. One was obvious to see and the other was not. There was no information about therapeutic benefit the patient was receiving. Three weeks later, it was reported that the issue was that "they did not know what the patient had in his head." It was stated that one doctor had said the old hardware had been removed and another had said it had not." An MRI was done one week prior to the report, it showed "over half of it was below his ear." It was unknown what this meant. It was stated the original lead had been placed in 1999 or 2000 and that the reporter was told that it should never be removed but was worried that it was. It was noted that patient's current issue was not device related and that he had really bad low back pain.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0519171v, implanted: (B)(6) 2005, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3389-40, lot# j0222808v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3389-40, lot# j0222808v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0519171v, implanted: (B)(6) 2005, product type:. Lead (B)(4).

Event description:
It was reported that two weeks prior to the report, an x-ray of the patient¿s lungs showed the leads weren¿t connected to the patient¿s left side implantable neurostimulator (ins). It was noted that it looked like "they curled the wire when the stimulators were put in." The reporter noted that the patient¿s symptoms returned ¿not long after the batteries were put in¿ and that ¿something was wrong with the patient but couldn¿t put their finger on it.¿ it was noted that patient had tremors and his speech was ¿koo-koo.¿ the reporter stated that the patient¿s eye squinted and they used a bottle of cortisone on his eye. It was noted that the patient had fallen twice and broken his tailbone, fractured his arm and elbow, and his shins were ¿nothing but indents from falling.¿ it was noted that it felt like the wire had bunched up on the left side of the patient's scalp. It was reported that the patient had a shocking or jolting sensation. When the patient was ¿messing with the batteries¿, he got shocked. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).